Event description:
It was reported that patient presented for scheduled implant procedure. During procedure, it was noted that the newly placed the right ventricular (rv) lead had high pacing impedance. The rv lead was not implanted and an alternate was implanted instead on (B)(6) 2024. The patient condition is unknown.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Final analysis was normal with no anomalies found.

Manufacturer narrative:
Corrections: a1-a4: corrected patient data.